Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all set screws operate normally. A review of the device memory noted no resets, errors, or fault codes. Further review noted the atrial impedance varied from 400 ohms to greater than 2000 ohms. The atrial intrinsic amplitude varied from 3.0mv to 0.5mv. The ventricle and shock impedance measurements were normal and stable. Gauge pins tests were performed to verify leaf spring contacts which were in specification. The atrial set screw was removed from the header. There was no evidence of cross threading. Based on seal ring impressions, the atrial lead was completely inserted into the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specifications.

Manufacturer narrative:
This ICD was explanted and intended to be returned to boston scientific for analysis. Should additional information become available this event will be updated and resubmitted.